Manufacturer narrative:
No button error alarm noted. Unresponsive up arrow button due to moisture damage on keypad trace. Unable to perform displacement test due to unresponsive button. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, missing end cap sticker and cracked belt clip slot.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was unknown at the time of incident. No further information was provided.